Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that end of life message was seen, and device was found to be inoperable. Surgical intervention occurred on (B)(6) 2025 to explant and replace the device. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.